Manufacturer narrative:
The field service engineer (fse) examined the ventilator and could not duplicate the issue. The fse ran the ventilator with a test lung for more than an hour without any issues. He performed several pre-use checks (puc) tests and unit passed all of them. The ventilator passed all functional and safety tests, per factory specifications, and was then returned to the customer and cleared for clinical use. The logs were downloaded and evaluated. The logs showed that after setting the vent to the simv mode of ventilation, the ventilator generated many alarms that included: low respiratory rate, check tubing, inspiratory flow over-range, and low expiratory minute volume. All these alarms indicated the presence of leakage. The puc's prior to, and after the event, were successful. No technical alarms were observed in the logs. Our conclusion into the matter is, that there was no ventilator malfunction. The reported non- read volumes were most probably a result of the non-volumes displayed on the screen due to the leakage.

Event description:
It was reported that the volume was not being read, while the ventilator was ventilating the patient in simv (synchronized intermittent mandatory ventilation) mode of ventilation. There was no patient harm reported. (B)(4).